Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified distal right coronary artery. The physician was unable to cross the lesion with a 3.0x12mm taxus liberte stent. After the device was removed outside the patient's body, it was noted that the stent strut was lifted. The procedure was successfully completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4) - the complaint device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).